Event description:
The customer reported that during an exam, the system stops screening, no outputs. After a reboot, the system works again but with restrictions.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.